Event description:
Complainant alleged that during on-site functional testing by a zoll technician, the device made a loud pop sound and displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.